Event description:
It is reported that when the surgeon opened the femoral component for implantation, the two stem fixation screws were missing.

Manufacturer narrative:
Eval: device history records indicate all components were manufactured and inspected to spec. Device history records indicate that the set screws were included, along with the femoral cap. Exact cause cannot be determined. (B)(4). Total number of events: 2. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of the complaint files.